Event description:
Patient allegedly received a gunther tulip inferior vena cava filter on (B)(6) 2015 via the right femoral vein due to venous thrombosis (vt) and pulmonary embolism (pe). Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "shortness of breath and back pain", per a computed tomography (CT) abdomen: "regarding the ivc filter, the filter apex appears to be in contact with the posteromedial wall of the ivc. This is noted on axial image 65 of series 3 and on sagittal image 64. The filter tip is at the level of the lowest renal vein. The struts do not appear fractured or bent inferiorly, the anteriormost strut protrudes 2-3 mm beyond the ivc wall on image 84 and on sagittal image 67 of series 80281. The right lateral strut is 2 mm beyond the ivc wall on image 85. The posterior strut is 1 mm beyond the ivc wall. It approximates the anterior margin of an intervertebral disc on sagittal image 67-68. The left lateral strut is 1mm beyond the ivc wall, located just posterior to a surgical clip on axial image 85".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, b1, b5, b6, b7, d1, d4, d6b, g4, h4, h6 (patient and device codes) g4 (510k): k172557 investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, dyspnea, back pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported dyspnea, and back pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Catalog # is unknown but referred to as gunther tulip. Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2015, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.